Event description:
Baxter sales representative called to report a complaint. The customer reports the spike separating from the tubing. This occurred during set-up. No patient injury or medical intervention needed. No additional information.